Event description:
The pt received an scs system including a non-rechargeable ipg on (B)(6) 2010. It was reported that the low battery warning was observed on the pt's programmer. No program parameters were provided to determine whether the message is related to passivation. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.